Manufacturer narrative:
Findings: pump was received with normal operating currents. No unexpected low battery alarm noted. Pump unable to prime during prime test due to faulty sensor resistor. Unable to perform the occlusion test and no delivery test due to prime anomaly. Pump passed self test, a21 error test and displacement test. Pump had broken battery tube threads, cracked reservoir tube lip, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.